Manufacturer narrative:
The device was received for evaluation. During functional testing, evaluation observed system error 616 (speaker failed current test) at power up related to the no speaker issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty I/o board. The I/o board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had no audio (reported as "no speaker). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.